Event description:
The customer reported that while the unit was in use on a pt, the unit displayed a " leak in intra-aortic balloon " alarm message. The pt was removed from the unit and therapy was discontinued. No pt injury was reported.